Event description:
Meter name: surestep meter. Strip name: surestep. Meter code: 4. Strip code: 4. Strip storage: unknown, but good condition. Symptoms: unknown, customer stated "can't answer". A patient reported they were seen in ER. Their meter allegedly was inaccurately erratic. The result on their meter was 217 mg/dl. The result on the ER meter was over 500 mg/dl. The time difference between patient's meter and ER was unknown. Treatment was insulin shot and i.v. No further info has been reported.